Event description:
The customer reported that the ventilator alarmed with data acquisition/ printed circuit board assembly/ analog digital converter( pcba adc) reference failed error. The customer reports unit keeps resetting (self power cycling) if vent is bumped or jostled during patient transport. The customer reported that there was no patient involvement was reported.